Manufacturer narrative:
Additional information h3, h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm for a partially closed slide clamp. An infusion of norepinephrine 250 ml bag was programmed at 600 ml/hour. It was noticed within 15 minutes the bag was still quite full, and the blue clamp was clamped or partially kinked and no alarm occurred. This occurred during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.